Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.5/3.0/096 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.